Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the control cable broke at the wrist of the tip-up fenestrated grasper instrument. The customer had to remove the instrument in the port then cut through the instrument to disengage it from the trocar. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip-up fenestrated grasper instrument was inspected prior to use with no damaged noted. The instrument wrist could not be straightened due to physical damage. Therefore, the instrument and cannula were removed together. The port incision was not increased in order to remove the instrument and cannula together. There were no fragments fell into the patient. The instrument did not collide with any other instrument or tool during procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting control cable broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to have a broken distal pitch cable and grip cable at the distal end. The instrument was found to have the main tube broken. A piece measuring approximately 0.253¿ x 0.323¿ was not returned with the instrument. The instrument was found to have a broken grip at the proximal clevis. The distal end of the instrument was not returned. The complaint regarding control cable broke was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.